Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead detected noise, resulting in inappropriate sensing of ventricular fibrillation (vf) was observed. The defibrillation portion of this lead was programmed off. It was unknown if inappropriate therapy was delivered. Pacing function and output was not affected. A revision procedure was performed and the rv lead was partially surgically abandoned, with the pacing therapy programmed on. A conductor fracture was suspected, however, was not confirmed with fluoroscopy. The device was explanted due to normal battery depletion. No adverse patient effects were reported during the procedure.